Event description:
The catheter was inserted two months ago. During the night of (B) (6)2009, the mother found it broken near oval disk, and the doctor removed the catheter from patient with no problems.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B) (4).